Event description:
It was reported that during a ptca procedure, resistance was encountered while attempting to advance the catheter to the lesion. While attempting to reposition the catheter, the shaft broke and a segment remained in the artery and guide catheter. Attempts at retrieval were unsuccessful and pt was sent to surgery. Pt status is listed as "okay".